Manufacturer narrative:
The reported device coolcurve applicator is included in voluntary recall. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper abdomen on (B)(6) 2021 with coolsculpting cooladvantage petite coolcurve contour developed paradoxical hyperplasia (pah/ph).

Event description:
Paradoxical hyperplasia (ph) is confirmed in the upper abdomen, under bra line, and the inframammary area.

Manufacturer narrative:
Corrected data d1 - brand name added additional narrative h.10 - this is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.